Event description:
During routine testing of the unit, the user found that it would intermittently give a low battery message and then shut down. There was no pt harm involved. The problem was traced to intermittent operation of the power supply assembly (590337) but the specific defect has not been identified. The supply was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.